Manufacturer narrative:
Unit received with stuck leaky battery in battery tube. Unit also received with leaking battery and corroded battery tube. Unable to confirm keypad anomalies or perform functional due to corroded battery tube. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the issues connecting the sensor and the insulin pump accepting calibrations and insulin pump had stuck button alarm. Customer's blood glucose level was 70 mg/dl. Customer stated that they did press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. Customer stated the buttons was working or responding. The insulin pump will not be returned for analysis.